Event description:
This spontaneous report was received on (B)(6) 2010 from a (B)(6) year-old female consumer reporting on self from the united kingdom. The medical history and the concomitant medications were not reported. In (B)(6) 2008, the consumer was injected with evolence collagen filler (dose, frequency, lot number and expiration date unspecified) intradermally, by a doctor as collagen filler on the outside corners of her eyes and underneath the peri-orbital area. Immediately, she developed uneven bumps, lumps and white lumps under the skin of her face and in the peri-orbital area. Over the next few days, she noticed the events did not subside and appeared worse as the bumps became more prominent after the initial swelling at the injection site went down. After twelve months, the bumps did not disappear and she describes her face as disfigured. After an unspecified duration, the use of device was discontinued. The events did not resolve. All market distribution of the device had been discontinued. Complaints will continue to be monitored. This report was assessed as serious (medically significant) and the company causality was assessed as related. Manufacturing for this product ceased in 2009 and the PMA was delisted per FDA correspondence dated 20-dec-2010. A retrospective review identified this complaint as reportable on (B)(6) 2015. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2015. Manufacturing for this product ceased in 2009 and the PMA was delisted per FDA correspondence dated 20-dec-2010. A retrospective review identified this complaint as reportable on (B)(6) 2015. This closes out this report unless other additional significant information is received.